Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The needle's electrical parameters were found within specification, and the needle was operated several times in thaw mode with no issues. The reported complaint could not be confirmed. The needle lot manufacturing records were reviewed, and 4 electrical malfunctions were recorded within the needle batch.

Event description:
Two needles were used in a cryoablation procedure. Both needles did not active thaw (ithaw). One of the needles also caused muscle spasms, but the user was unsure which needle caused the spasm. The case was completed with no reported injury to the patient. This MDR is being filed for the second needle used for the cryoablation procedure. Please see MDR # 9616793-2020-00051 for the first needle used in this cryoablation procedure.